Event description:
The customer contacted a distributor, who contacted heartsine to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device under warranty. Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to corrosion on the membrane pcba. The corrosion was the result of the device being stored outside of the indicated conditions. The returned device was scrapped by heartsine.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted a distributor, who contacted heartsine to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted a distributor, who contacted heartsine to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.